Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report increased mitral stenosis after clip (80119u140) deployment. It was reported that the mitraclip procedure was to treat functional mitral regurgitation with an mr grade of 4. The patients pressure gradient was 2mmhg. During preparation of the first clip delivery system (cds 80208u254), while performing the final arm angle (faa) test, the clip opened slightly. The faa test was repeated three more times and the clip functioned normally. The decision was made to continue use with the device and the cds was advanced to the mitral valve. The leaflets were grasped and mr was reduced to 2. During deployment and after the second faa test, the clip opened slightly and mr increased to 3. The clip was implanted. A new cds (80208u151) was prepped to treat the first clip slightly opening, and to further reduce mr; however, during preparation, the clip slightly opened during the faa test. The cds was not used and was replaced. An additional cds (80119u140) was advanced to the mitral valve, and the clip was implanted without issue; however, after deployment, the pressure gradient increased to 6mmhg. The next cds (80215u159) was advanced to further reduce the mr; however, when leaflets were grasped, the pressure gradient increased to 7-8mmhg; therefore,, the clip was not implanted and the cds was removed. The pressure gradient returned to 6. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this incident. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.